Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2016. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while taking a blood sample with a 0.75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter, blood leaked from the luer and/or tubing. No injury, blood exposure or medical intervention was reported.